Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated during training his insulin pump had a white screen and then half a picture. The customer they removed the battery and re-inserted and the display was still blank. Troubleshooting could not be continued as the customer could not verify the insulin pump's serial number at the time of the call. The insulin pump will not be returned for analysis.